Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device discarded.

Event description:
The reported 828806 certas valve was used in the original shunt implant (surgery date unknown) for hydrocephalus. While the valve had remained in the patient¿s body, infection was found. During the explant on (B)(6) 2017, the entire valve kit was removed by the anterior puncture system. As of today, the patient is under observation. After suffering from sah (subarachnoid hemorrhage), however, the patient still needs medication for hydrocephalus. Therefore, revision with the posterior puncture system is under consideration. According to the surgeon¿s comment, the patient has suffered from diabetes, too. Therefore, the infection seems unlikely related to the valve¿s malfunction. The explanted valve was discarded at the hospital. No further information was provided by the hospital.